Manufacturer narrative:
The tech found the caster supports were broken and the casters were damaged. He replaced the caster supports and casters to repair the bed.

Event description:
Info received indicates the brake will not hold.